Event description:
It was reported in a medical journal article that a pt underwent a sling procedure on an unknown date. The pt experienced a major bleeding or a vascular complication. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.